Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: disassociation of the constrained liner of the right hip arthroplasty. There is no radiographic evidence of cup loosening. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.   Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00462, 0001822565 - 2021 - 03704, 0002648920 - 2021 - 00463, 0001822565 - 2021 - 02495.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00625006520, lot: 64244436, bone screw self-tapping 6.5 mm dia. 20 mm length. Part: 00625006520, lot: 64383903, bone screw self-tapping 6.5 mm dia. 20 mm length. Part: 00625006530, lot: j6926458, bone screw self-tapping 6.5 mm dia. 30 mm length. Part: 00875800928, lot: 64726174, constrained liner with constraining ring 28. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02493, 0001822565-2021-02494, 0001822565-2021-02495.

Event description:
It was reported that a patient was revised 2 days post-implantation due to migration and loosening of the cup. Cup, liner, and screws were revised. No further information is available.